Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump required frequent battery changes. The alarm history showed the customer had a low battery alarm, off no power alarm and battery out limit alarm. The customer stated the battery lasted two days on the insulin pump. The customer also reported a no delivery alarm after an infusion set change. Customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. No unexpected low battery alarms, battery out limit alarms or off no power without low battery indicator anomaly noted. The insulin pump alarmed low battery properly at 1.24 volts. The insulin pump was received with cracked case at display window corners, cracked belt clip slot, cracked battery tube threads, minor scratched display window and stained end cap sticker.